Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-04590 and 2134265-2018-04587. It was reported that the delivery system was stuck on the wire. An innova self-expanding stent system and a non-bsc guidewire were selected for an angioplasty and stenting procedure in the lower limb. During advancement of the innova system, the system became stuck on the guidewire. It is currently unknown how the stent was removed. A 8x80x75 innova¿ stent was then selected and attempted to advance to the lesion. The stent also became stuck on the guidewire. The physician was able to remove the stent by forcefully pulling it off of the guidewire. A 6x60x130 innova¿ stent was then selected for use and upon advancement, the stent became stuck on the guidewire. The physician then removed the stent system and guidewire together. The procedure was completed with a fourth innova stent and non-bsc guidewire. There were no patient complications.